Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified issue occurred with the sensor. The patient could not recall the exact message on the display. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was outside driving and passed out. She did not see or hear any low alert prior to becoming unresponsive and stated that her follower also was not alerted. She woke up to find out she was at a gas station and someone had called for an ambulance. She had been given an unknown dose of IV glucose and became alert. Upon becoming alert she noticed the cgm very briefly displayed an estimated glucose value of 43 mg/dl but then the reading was gone. She does not know if a fingerstick bg was checked, or any value if so. She felt fine after she was given the glucose. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss during which low readings occurred. The probable cause of the signal loss could not be determined. No additional patient or event information is available.